Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Bloody (cut) - chin [skin haemorrhage]. (Bloody) cut - chin [skin laceration]. Brush heads constantly come loose from the electric toothbrush - oral-b [device connection issue]. Brush head coming loose, little metal pin on the electric toothbrush injured chin, causing a (bloody cut) - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b cross action toothbrush heads came loose while brushing and the little metal pin on the oral-b toothbrush injured their chin, causing a bloody cut. No serious injury was reported.